Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient had an inappropriate shock due to external emi. It is suspected that the emi was caused by a tens machine. The patient is currently stable and will continue to be monitored.